Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the procedure was being performed in the cath lab. An (B)(4) was inserted into the pt's left femoral vein for access, the syringe was disconnected and the spring wire guide (swg) of the cp-08603-p was advanced through the needle. When the physician tried to remove the needle, he was not able to do so and had to abort the procedure. The needle and the swg were removed as one from the pt. Once everything was removed, they found that the swg had stretched and sheared. As a result, the procedure was aborted. There was no delay in treatment, no pt death and no pt complications were reported. Add'l info received on (B)(6) 2011 stated the swg unraveled and separated and that the piece remained in the pt. The catheter was being used for a diagnostic procedure and they did not want to stick the pt again. Further info received on (B)(6) 2011 stated that a vascular surgeon examined the pt and because the swg was in the subcutaneous tissue they are not going to remove it at this stage. There is no immediate plan for removal in the near future.